Event description:
It is reported that the liner could not be inserted into the cup due to the locking ring interfering. A new cup was opened the ring was put in the implanted shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.